Manufacturer narrative:
The doctor presented a complaint in malfunction of np0071 (handpiece adapter) that fractured when conected to dental implant ispnp1030 lot 7968206 at the implantation surgery. Despite that no patient complications were reported, it could have caused or contributed to a serious injury or require medical or surgical intervention to prevent it. As such, this event is reportable per 21 cfr part 803. In the event that new or additional information is received from the investigation of the items, a follow-up report will be sent. Manufacturer's trend analysis show that malfunction of drivers is a low-rate incident.

Event description:
Fracture of driver.